Event description:
A cracked or shattered touchscreen on the customer's pump was reported, which occurred after the pump was dropped and hit the ground. Despite the damage, there was no adverse impact to the customer's blood glucose level, as they were able to continue using their current pump. Tandem technical support confirmed the warranty status and arranged to send a replacement pump. The customer was given instructions on how to store and return the damaged pump and acknowledged these instructions. Additionally, the customer was informed about the need to program their settings and connect their cgm to the new pump. Customer will continue to use current pump.